Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were tacking the mesh into the peritoneal wall in a laparoscopic ventral hernia repair, the device was able to fire a few tacks and placed appropriately. However, they heard a abnormal crunch coming from the device, and when they attempted to fire the device, it failed to spiral and it was placed incorrectly. This caused the device to be disengaged into the patient¿s cavity. They noted that they were able to retrieve the device from the patient¿s cavity. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were tacking the mesh into the peritoneal wall in a laparoscopic ventral hernia repair, the device was able to fire a few tacks and placed appropriately. However, they heard a abnormal crunch coming from the device, and when they attempted to fire the device, it failed to spiral and it was placed incorrectly. This caused the device to be disengaged into the patient¿s cavity and it was retrieved with a grasper. Replaced by a new device to complete the case. No patient injury.